Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient with this neurostimulator had a door slam on them the day prior and then did not feel like the stimulation was working. The patient also noted weight loss. The patient stated that the device was poking out and causing them pain and discomfort, but it was still working. They stated that the device was working well but when they turned on their remote, there was only a green light at the bottom, but no light that indicated a program. It was confirmed that the device was not poking out of the skin. The device was palpable and superficial, but the skin barrier was not broken. After physical assessment of the pocket site, the patient had been scheduled for a removal, revision, and replacement of their device on (B)(6) 2025. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) # p190006. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with this neurostimulator had a door slam on them the day prior and then did not feel like the stimulation was working. The patient also noted weight loss. The patient stated that the device was poking out and causing them pain and discomfort, but it was still working. They stated that the device was working well but when they turned on their remote, there was only a green light at the bottom, but no light that indicated a program. It was confirmed that the device was not poking out of the skin. The device was palpable and superficial, but the skin barrier was not broken. After physical assessment of the pocket site, the patient had been scheduled for a removal, revision, and replacement of their device on (B)(6) 2025. There were no additional patient complications.